Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 6.3, >8.0, and 5.9 inr. The corresponding lab result reported was 4.1, 4.8, and 4.1 inr.